Event description:
It was reported the intrathecal drug delivery catheter fractured. A revision was recommended. No patient symptoms were reported. No additional information was available at the time of this report.